Event description:
Report received that a patient has felt his vns auto-stimulations more frequently than expected. The patient had reportedly been working with a robot in school and since then, the number of auto-stimulations have increased and the patient had felt more fatigued. The physician reportedly indicated that the auto-stimulation activations did not align with the patient's increase in heart rate. The physician decreased the vns heart rate detection sensitivity which reportedly decreased the number of activations. Further information was received that after the heart detection sensitivity was decreased, the patient presented with an increase in seizures. Diagnostics were reportedly okay, but results were not provided. The patient's mother was concerned that the robot had damaged the vns. No further relevant information has been provided to date.